Event description:
It was reported when the device was used during a laparascopic assisted vaginal hysterectomy on the fourth firing, it would not staple. Another device was used to complete the case without patient consequence. Post operatively, the patient developed bleeding at the staple line and required a reoperation. The staple line was repaired. There was no other patient complications.